Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer complained of two discrepant inr results between a coaguchek xs meter (B)(4) and a lab using an unknown reagent. The customer result was 6.8 inr. Customer had a lab test within 7 hours and the result was 1.5 inr. On (B)(6) 2018, the customer result was 6.5 inr. Customer had a lab test within 7 hours and the result was 1.12 inr. There was no allegation of an adverse event. The customer's therapeutic range is 2.5-3.5 inr. The customer is not on heparin or direct thrombin inhibitors. Customer has a history of anemia. The customer will be tested soon for antiphospholipid antibodies as he is suspected to have the lupus antibody. Customer has had severe arthritic pain and is currently taking prednisone as treatment. The customer's coumadin dose was not adjusted based off the meter results. Customer is on a low carb diet and experiences nose bleeds normally due to their nose being dry. Customer has not required any treatment for the nose bleeds and has no signs of bruising. Retention test strips (286319) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.